Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterine prolapse, cystocele and rectocele. It was reported that the patient had a concurrent procedure of a vaginal hysterectomy performed during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh and boston scientific-the pinnacle pelvic floor repair kit were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with anterior colporraphy and posterior colporrhaphy with pinnacle mesh and sacrospinous ligament fixation.